Event description:
It was reported that after a da vinci-assisted sigmoid colectomy surgical procedure, the patient developed a postoperative small bowel obstruction in relation to a suspected trocar injury. The initial procedure was completed robotically as planned without any da vinci related complications or errors. The patient was recovering well, and postoperative day two passed a bowel movement and was advanced to a regular diet. On postoperative day four the patient stopped passing gas, was nauseous, distended abdomen with abdominal pain. A computed tomography (CT) scan was performed which showed a right mid-abdomen small bowel obstruction. The patient was transferred to a different hospital due to unavailability of the va operating room. A subsequent laparoscopic procedure was performed to address the small bowel obstruction. Once visualization was made in the right middle abdomen adhesions were observed. Lysis of the adhesions came down with no difficultly, the small bowel was then ran and it was identified there was a hole within the small bowel. Due to the hole's location in the right middle abdomen, it was noted it was directly under where a robotic trocar site was place during the initial sigmoid colectomy procedure. It was confirmed the trocar was placed under direct visualization during the initial procedure, no injury was identified at the time of placement. It was confirmed the da vinci obturator was utilized with the robotic trocar for initial placement. However, it was suspected by the surgical staff the hole within the small bowel could have been from the trocar placement, or from an injury during an instrument exchange. It could not be confirmed. The procedure was then converted to a small laparotomy to resect 2-3cm of the small bowel to address the injury. A staple anastomosis was made without any complication. The procedure was completed, and the patient is expected to fully recover.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.